Event description:
Patient reported 'sars-cov-2 with a relatively mild course', which is not considered related to the device, as well as 'sweating' and 'elevated body temperature' which is considered a systemic symptom. Healthcare professional later reported left side "becker capsule" and findings of "fibrosed capsule", which is coded as capsular contracture, baker grade unknown and "signs of suppurating inflammation intraosseously". The device has been explanted and replaced with a non-abbvie device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.